Manufacturer narrative:
Product evaluation found the lock mechanism operates intermittently with signs of wearing on the ratchet's teeth. Product was in use over 6 years.

Event description:
During a mis myomectomy, the jaws of the needle holder would not disengage from the needle. The case was converted to an "open" procedure. The procedure was completed with no harm to patient with standard post - operative care.